Manufacturer narrative:
Continuation of medical devices: 3888-45 lead, implanted: (B)(6) 2011; 37743 neuro programmer implanted: (B)(6) 2011; 37702 pain stim ipg implanted: (B)(6) 2011; 3708220 neuro extension implanted: (B)(6) 2011; 3778-60 pain stim lead implanted: (B)(6) 2011; 3888-45 pain stim lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited undersensing of ventricular ectopic beats. It was also reported the right atrial (ra) lead exhibited suspected undersensing of atrial arrhyhtmia.the rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.